Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was to be used for a biopsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, a strand of hair was noticed inside the packaging. The package was not opened and another radial jaw was used for the procedure. Additionally, it was reported that this happened before the patient and physician were in the room.